Event description:
It was reported that the flow diverter stent was used to treat a patient with a saccular aneurysm in c2 and c3 segments of the ica measuring 15.9mm in neck length, 17.8mm in width and 10.1mm in height. Parent vessel diameter measured 5.2mm on the proximal side and 4.5mm on the distal side. The stent was deployed from c1 but the stent did not open well at the distal stenosis. Plain old balloon angioplasty (poba) was selected. Multiple microcatheters were exchanged to secure the distal portion. During priming of a non-micorvention balloon catheter, the stent slipped into the aneurysm. The stent was pulled towards the proximal side using a gooseneck snare and a microcatheter. As a catheter could not be inserted into a guiding catheter, the stent was dragged to the puncture site of the femoral artery. The puncture site was incised to remove the stent. The procedure was completed without any replacement, and no additional treatment has been determined. The patient¿s outcome reported as "unknown."

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Fluoroscopy images were provided and are being reviewed. Upon completion of investigation, a supplemental report will be submitted.

Manufacturer narrative:
Additional updated patient information was received indicating the patient¿s condition is stable. The physician decided not to give additional treatment for now. If the patient¿s condition worsens, additional treatment will be considered.

Manufacturer narrative:
Additional information received indicating, additional treatment has not yet been given to the patient. The physician still determining additional treatment plan. Additional information: d10, h3, h7, h11 (device evaluation). Investigation findings: items returned for investigation: stent; snare distal end; microcatheter distal end. Items not returned for investigation: pusher; introducer. The stent was returned broken and deformed, the distal end of the microcatheter was returned cut, and the microcatheter distal tip was observed to be flattened. Broken pieces of the stent were found to be caught on the distal end of the snare, which was returned in the distal section of the microcatheter. Investigation conclusion: the reported complaint is confirmed. Three radiographic images were provided for review. They are not labeled as to date or time and are of medium quality at best. The review of the images is as follows: image-3 (artery course): 3d angio of right ica. There is a large, wide necked (16.9mm) cavernous ica aneurysm, 10.1 x 17.8mm. The proximal artery diameter is: 6.2 and 6.6mm (this is more than the upper limit of 5mm recommended for the fred, which makes this case off-label). The distal artery diameter is: 3.5 and 2.8mm. Image-2 (deployment CT): two lateral flat plate cta images show that the distal aspect of the fred is the distal supraclinoid ica; from that point on back to the proximal part of the anterior genu of the ica siphon, the stent is stretched and is only partially opened. From that point back to the proximal stent (it has been released), at the distal petrous ica, the device is well opened and apposed. Image-1 (retrieval): working projection oblique single shot radiograph without contrast centered over skull base. There is a dac in the proximal petrous ica. A snare (the loop is inside the distal part of the dac) is seen, bringing back the fred. Its proximal part is bunched up against the dac and none of it is inside the dac. These images show the stent stretched and partially opened at the distal side, which is consistent with the alleged product issue. However, the images do no explain the cause of the partial opening of the fred or why it was impossible to bring it back in the dac. The investigation of the physical device found the stent returned deformed and broken. The stent shape could not be restored during the investigation to undergo functional testing. The distal end of the microcatheter was returned cut and the microcatheter distal tip was observed to be flattened. The broken pieces of the stent were found to be caught on the distal end of the returned snare. The damage to the stent is consistent with the device experiencing forces over specification when being extracted using the snare. The distal ends of the microcatheter and snare appeared to have been cut post-procedure, prior to return. The pusher used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.